Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. The meter's memory showed a result of 3.9 inr, not 3.7 inr. The customer's meter and test strips were returned for investigation and they were tested using retention controls. One of the returned strips seems to have been inserted into the meter several times as there were strong vertical abrasions visible on the gold side. Testing with customer strips: testing results (qc range: 2.5 ¿ 3.1 inr): qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. Testing with retention strips: testing results (qc range: 4.1 ¿ 6.8 inr): qc 1: 5.2 inr, qc 2: 5.1 inr, qc 3: 5.1 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4). At 1:56 pm the meter result was 5.4 inr. At 2:01 pm the meter result was 3.7 inr. The customer reported the results to her doctor and her warfarin dose was held. The customer's therapeutic range is 2.5-3.0 inr.